Event description:
N/a.

Manufacturer narrative:
Returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). The reported difficult to remove from the anatomy and image resolution poor could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and a cause for the difficult to remove from the anatomy (clip becoming caught on the gripper) and single gripper actuation issue could not be determined. Image resolution poor was related to procedural conditions as difficulty with imaging was reported during the procedure. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet caught on the gripper and the gripper actuation issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, restricted anterior and posterior leaflet, and a prolapsed posterior leaflet (p2). It was noted that there was imaging difficulty during the procedure. A mitraclip xtw was steered down to the valve and an attempt to grasp the leaflet was made, but the anterior leaflet became stuck on the gripper. The physician was able to free the leaflet without tissue damage. During the next attempt to grasp the leaflet, it was noticed that one gripper was no longer working. Troubleshooting was performed but without success. The clip was removed and replaced. The procedure was completed with the new clip, reducing the mr to a grade of <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.